Manufacturer narrative:
On 30-nov-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31103995l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool smarttouch sf catheter. During the procedure, the patient experienced cardiac tamponade that required surgical intervention. During the procedure, intracardiac echocardiographic confirmation revealed pericardial effusion, so the procedure was stopped. There were no error indications. This occurred 3 hours after the start of the procedure. Pericardiocentesis was performed in the catheter room. The drainage needle perforated rv (right ventricle), the patient was moved to the operating room to perform surgical treatment. Surgical procedure with open chest was performed. Physician's assessment of the health problem was critical. The patient was observed in the ICU after a treatment for cardiac tamponade in the operating room. Transseptal puncture was performed with rf needle. Ablation was performed prior to noting pericardial effusion. No evidence of steam pop. The drainage needle is what perforated the heart, thus cardiac perforation will not be captured under the ablation catheter. Surgical intervention will however since the patient did have cardiac tamponade for which the ablation catheter cannot be excluded as a contributor to the adverse event, leading to the drainage and perforation.

Manufacturer narrative:
E1 initial reporter phone:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).